Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d314trm implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013; product ID 6947m62 implantable tachy lead, implanted: (B)(6) 2013; 2088tc implantable pacing lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that chest x-ray the left ventricular (lv) lead had clearly moved causing the capture threshold to significantly increase. The lead remains in use. No patient complications have been reported as a result of this event.